Event description:
After surgeon removed arthroscopic shaver from patient, about to place shaver on mayo but before doing so. Surgeon and the team notice the shaver was still active after the surgeon turned off the switch, and still spinning and activated a fire and smoke.